Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a small-bore sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss occurred. Additionally, when the device was removed, it was observed the posterior foot, and a portion of the anterior foot were missing. The missing pieces were not removed from the anatomy. Manual compression was used to achieve hemostasis. There was no reported clinically significant delay to the procedure or therapy. No additional information was provided.